Event description:
The user facility reported a 74-year-old male undergoing high risk coronary artery bypass grafting and valve surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient had trouble coming off the impella support pump. The patient was placed back on the pump to repair a hematoma and bleeding, however, the md was unable to repair multiple bleeding areas. The patient expired in the operating room.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections h1.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the root cause of the access site bleeding issue was most likely patient condition related and unrelated to impella due to multiple bleeding areas.